Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7172037. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Block b3: exact date unknown, event occurred since implants prior to the date the manufacturer became aware.

Event description:
It was reported that the patient experienced inadequate stimulation and had bilateral coverage of the pain areas. The patient underwent a spinal cord stimulator (scs) lead repositioning procedure and was doing well postoperatively. The devices remain implanted and in service.